Event description:
It was reported that a balloon rupture had occurred during the treatment of in-stent restenosis. A percutaneous coronary intervention was being performed on a 75% stenosed and moderately tortuous lesion in the proximal portion of the left anterior descending artery. The 10mm x 3.0mm wolverine coronary cutting balloon ruptured upon inflation at four atmospheres. No device fragments were left in the patient. The procedure was successfully completed with a different device without further issue or patient injury.